Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was explanted due to noise and oversensing. The clinicians suspected that this lead had a malfunction. There was no report of any associated adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned in two segments. Setscrew marks were noted on all terminal connectors. Resistance and pressure tests were completed on both segments to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Both segments of the lead passed electrical testing. Laboratory testing was unable to reproduce the reported clinical observations.